Manufacturer narrative:
An event regarding dislocation requiring closed reduction involving an trident liner was reported. The event was not confirmed method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been two other similar events for the lot referenced; both of the other events relate to dislocation for the same device/patient, therefore no further trending is required for this commonality. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and evaluation of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for dislocation and closed reduction on (B)(6) 2016. It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 and again on (B)(6) 2016 the patient was admitted for dislocations and underwent closed reductions of the hip. It is further alleged on (B)(6) 2017 less than two months after the last closed reduction she was back in the hospital because of a dislocation and pain. The cup and liner were removed and replaced.